Event description:
It was reported that prior to implant procedure, the implantable cardiac monitor could not be interrogated. Several attempts to interrogate the device were unsuccessful. The device was not used and replaced. The patient was stable.

Manufacturer narrative:
Final analysis found high current drain due to hybrid anomaly which resulted in premature battery depletion.